Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a48p. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information received: the surgeon stated that the knife transected but the staples did not deploy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Were staples missing or not visible after being deployed? Were any staples or staple lines formed? If yes, please explain. If the device cut, but did not staple how was the transected tissue addressed?

Event description:
It was reported that the device handle was pulled and it did not click closed. It is unknown how the procedure was completed and there were no patient consequences reported.